Manufacturer narrative:
(B)(4) follow up report for correction. Device was incorrect in the initial MDR. Correct device is a 20 ml syringe. MFR report # 3003152976-2025-00527 was submitted as the site legal name was incorrectly reported as canaan in the initial MDR submission, 1213809-2025-00507. MFR report # 3003152976-2025-00527 was submitted to update the site legal name to san agustin, and to have the proper MFR number.

Event description:
Sample received is a 20 ml syringe.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll eurographics had leakage. The following information was provided by the initial reporter: propofol leaks between the sealing ring. During use propofol leaked between the sealing ring during use but did not leak further...only as far as the middle. The customer has disposed of the packaging and does not know the lot number additional information provided: "no one got impacted".